Event description:
It was reported during a follow up check that this right ventricular (rv) lead had become dislodged and found in the atrium. It was discovered atrial and ventricular pacing looking identical on a surface electrocardiogram and it was confirmed by chest x-ray procedure as well. Later on, the rv lead was explanted and replaced. No additional adverse patient effects were reported.